Manufacturer narrative:
Secondary- inadequate. Evaluation - a work order search was performed and there were no similar complaints found within the work order.

Event description:
It was reported that the surgeon explanted a micl12.1 implantable collamer lens in late 2008, due to the lens being too small. The lens was dropped on the floor and lost. Additional info was requested, but not yet received. If any additional info is provided, a supplemental medwatch form will be submitted.